Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Lv, x., jiang, c., wu, z., jiang, w., <(>&<)> wang, g. (2019). Complex cerebral aneurysms: intra-luminal reconstruction using pipeline flow-diverting stent and the obliteration mechanism. The neuroradiology journal, 197140091989487. Doi: 10.1177/1971400919894879. Medtronic literature review found a report of a patient death after pipeline placement. The purpose of this article was to document the outcomes of patient who underwent treatment with the pipeline device. The authors reviewed the results of 80 patients with complex aneurysms treatment with the pipeline device. Of the 80 patients, 35 were men and the mean age was 52 years. The article states that one patient died of thrombolysis from thrombus formation in the left internal carotid artery (ica), resulting in an ipsilateral remote intraparenchymal hematoma.